Manufacturer narrative:
Investigation is ongoing. Device not returned. See manufacturing report number 2015691-2022-08624 for related event.

Event description:
As reported, during a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the team had trouble traversing the valve and delivery system through the subclavian vessel. The valve strut bent and they were unable to move the valve forward or backward in order to capture the valve back into the sheath to remove the system and sheath as one unit. Per images provided, a sheath liner puncture occurred.

Manufacturer narrative:
As the device was not returned for evaluation, no visual inspection, functional testing and dimensioning testing could be performed. Imagery was returned for review and revealed the following: intentionally cut delivery system exposed through sheath liner. Bent valve strut on outflow of valve. A device history record (DHR) review was performed related to the manufacturing of the devices and components that could potentially contribute to the complaint and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the work order was performed and revealed the following complaints related to the event: introduce and navigate system through sheath liner punctured, failure sheath liner torn, introduce and navigate system through sheath / access vasculature resistance between system components inability to advance through sheath and introduce and navigate system through sheath / access vasculature resistance between system components difficulty advancing through sheath. Available information suggests that use error (use of a kinked sheath during delivery system insertion) may have contributed to the complaint event. The following instructions for use (IFU) were reviewed: esheath+ introducer set IFU, commander delivery system IFU, device preparation manual and procedural training manual. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step by step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. Based on the review, no IFU or training deficiencies were identified. A manufacturing mitigation review was performed; difficulty advancing the commander delivery system with s3u crimped valve through the esheath/esheath+ resulting in a high push force has previously been documented in an existing product risk assessment and these mitigations remain applicable to the manufacturing of the complaint device. In addition, review confirmed that the device lot passed the expander insertion force test and these inspections and tests during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. A complaint history review was completed; although the complaint for introduce and navigate system through sheath / access vasculature resistance between system components inability to advance through sheath was confirmed, a complaint history review is not required as the issue has been previously identified in an existing product risk assessment. A complaint history review on confirmed device complaints for the event introduce and navigate system through sheath liner punctured revealed that patient factors (calcification, tortuosity, vessel size ) and procedural factors (excessive manipulation, valve caught on liner, excessive manipulation, guidewire manipulation, high push force, withdrawal of damaged delivery system, improper sheath orientation, excessive force, excessive manipulation, bent valve strut, withdrawal difficulty, withdrawal of burst/torn balloon, improper valve positioning, delivery system not locked, valve strut caught on liner, valve caught on sheath, interaction with liner, bent valve strut) may have contributed to the complaint event a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for introduce and navigate system through sheath/access vasculature resistance between system components inability to advance through sheath and introduce and navigate system through sheath liner punctured were confirmed using provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing nonconformance was unable to be determined. However, review of the DHR, lot history and complaint history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per the field clinical specialist (fcs), during a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the team had trouble traversing the valve and delivery system through the subclavian vessel. During insertion of the delivery system a strut on the outlet side bent out 30 degrees once the strut bent into the subclavian vessel wall, they were unable to move the valve forward or backward in order to capture the valve back into the sheath to remove the system and sheath as one unit. They decided to cut the delivery system shaft to remove majority of the system and the 14 fr sheath. Next, they tried to place a 16 fr esheath from the back end over the shortened delivery system in an effort to try and recapture the bent strut within the sheath tip to help the system move without further damage to the vessel wall and this attempt did not work. They then tried the same idea with a 22 fr gore dryseal sheath, and it did not work. A vascular surgeon and CT surgeon further opened the subclavian incision to try and control the subclavian artery as they removed the 26 mm valve and delivery system. The vessel was further damaged as the valve was stuck. The team had to perform a full sternotomy in order to gain control of the subclavian artery and place a graft of the vessel. Once the surgeons repaired the subclavian artery, they went in with a second valve kit via direct aortic approach and successfully placed the tavr valve. It was also noted that there was tortuosity in the right subclavian as well as narrowing of the vessel (5.2mm x 5.2mm). Per the training manual, push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Tortuosity can also result in the creation of suboptimal angles during delivery system insertion that may lead to resistance. An undersized access vessel (less than 5.5 mm for 14f) can constrict the sheath resulting in an inability for the sheath to properly expanded. To overcome this resistance experienced, it is likely that a high push force was used. Returned procedural imagery showed a bent valve strut on the outflow of the valve. It is likely that the high push force in combination with the bent valve strut resulted in the sheath liner damage. As such, available information suggests that patient factors (tortuosity, vessel size) and/or procedural factors (high push force, bent valve strut) may have contributed to the complaint event. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.